Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the perclose proglide device, achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after parking the foot, resistance was felt and the device was difficult to remove. The lever was cycled freeing the device for removal. The suture from the device achieved hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot # was provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant info.